Event description:
It was reported that this inflatable penile prosthesis would spontaneously deflate after inflated. The patient underwent surgery to replace the pump. There were no patient complications.